Event description:
It was reported that the patient's unit stopped working and was not producing enough oxygen. As a result, the patient's oxygen levels had dropped resulting in hospitalization. They were discharged after approximately a week. A replacement unit was sent to the patient and it is working for them. Additional information was requested, but the patient did not want to answer.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 13-apr-2026. The unit was received with a reported oxygen error, confirmed with the contaminated zeolite. Incoming internal 02 measured 89.6% and external 02 measured 89.3%, both below specification. The issue was identified as low column efficiency (low sieve life-659) caused by zeolite contamination from moisture absorption. Due to cosmetic damage the lower housing, top housing and uip were also replaced.